Event description:
Trocar was sutured to patient's abdomen using the appendage on the trocar, when suture was removed, it was noticed that the appendage which holds the suture was cracked and a small portion was broken off, small plastic part could not be located. This is an ethicon trocar which was reprocessed by ascent healthcare solutions.